Manufacturer narrative:
On january 23, 2024, the mentor failure analysis lab received the device for evaluation. Mentor received additional information indicating that the patient also suffered left breast capsular contracture. The patient's implants were replaced bilaterally with the following devices: (left) 420cc mentor smooth round high profile saline catalog: 3503420 lot: 9925856 sn: (B)(6) and (right) 420cc mentor smooth round high profile saline catalog: 3503420 lot: 9925856 sn: (B)(6). On january 25, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 350cc breast implant was found to have a tear measuring approximately 0.2 cm within a crease/fold on the posterior view. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On march 18, 2024, mentor received additional information indicating that the patient was also diagnosed with a right breast capsular contracture (baker grade IV), during the removal surgery on (B)(6) 2023. The patient underwent bilateral capsulectomies and bilateral replacement with the following devices: (left) 420cc mentor smooth round high profile saline catalog: 3503420 lot: 9925856 sn: (B)(6) and (right) 420cc mentor smooth round high profile saline catalog: 3503420 lot: 9925856 sn: (B)(6). This medwatch form is for the left breast prosthesis. Capsular contracture on the right breast will be reported under mrn: (B)(4).

Manufacturer narrative:
Section d 6b. Explantation date: (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation with two 350cc mentor smooth round moderate plus profile saline breast prostheses. Post-operatively, the patient was diagnosed, in-office, with spontaneous left breast implant deflation. As a result, the patient has been scheduled for breast implant removal surgery on (B)(6) 2023.